Event description:
A falsely elevated troponin I result of 3.93 ng/ml was obtained on the pt sample. The sample was retested on the same analyzer and a result of < 0.04 ng/ml was obtained. The fasely elevated troponin result was not reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. The probable cause of the falsely elevated troponin result was sticking hm cassette mixer.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sticking hm cassette mixer resulting in conjugated splash. A dade behring rep replaced the hm cassette. The instrument is now operating within specifications.